Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to find the patient. A technical support specialist checked the patient record in medbank myqlink (mql) and verified in the cabinet that the patient was available, informed the customer that there may have been a delay for the patient to appear on the cabinet from the electronic medical record (emr). The customer acknowledged the explanation, and the patient record was visible. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the device was unable to locate a patient in the system. There were no delay or adverse events or injuries reported based on this event.